Manufacturer narrative:
After receiving this complaint, we could not search for other complaint as the lot number is not available. B3: estimated date.

Event description:
According to the available information patient experienced leakage and pain following insertion of the catheter. The catheter was removed with verification the balloon was well inflated but not positioned very well causing an obstruction of urine causing anuria.